Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/3/2020. H.6. Investigation: one sample and one photo was provided to our quality team for investigation. Through visual inspection, the paper of the blister package is observed to be broken. A device history review for lot 1903323 was performed, finding one annotation related to this failure. During the package process, an incident was detected in the packaging machine related to poor placing of the blisters into the carton, which could result in damaged packaging. Once detected, the failure was repaired. Based on our investigation it was determined this incident was likely a result of the failure detected during packaging.

Event description:
It was reported that syringe 60ml e/t had a damaged package which compromised sterility. The following information was provided by the initial reporter: "the package broken".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 60ml e/t had a damaged package, which compromised sterility. The following information was provided by the initial reporter, "the package broken."